Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user medication pulls were not crossed over, and the system was failed to update par levels to reflect decreases or increases when medications are pulled or refilled. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was experiencing a failure where nursing medication pulls were not crossing over. The technical support specialist (tss) completed corrective steps to resolve the error. After the retry issue was rectified, the par refill report synchronized correctly. The customer confirmed that the issue was resolved, and the ticket was closed. The system functioned as intended after the technical support specialist troubleshot the device.